Event description:
It was reported through clinic notes dated (B)(6) 2009 that the patient has a history of sleep apnea first noted on (B)(6) 2008. It is unknown at this time if the sleep apnea is believed to be related to vns. Attempts for additional information are in progress.

Event description:
Additional information was received on (B)(6) 2012. It was indicated that the apnea was not believe to be related to vns. It was not occurring with stimulation and there were no programming or medication changes that preceded the onset of the sleep apnea. The patient also reportedly had a history of sleep apnea prior to being implanted with vns. Diagnostics on the device were said to be within normal limits, however no specifics were provided.